Manufacturer narrative:
Other relevant device(s) are: product ID: 7482-51, serial/lot #: (B)(4), ubd: 10-dec-2016, UDI#: (B)(4); product ID: 74 82-51, serial/lot #:(B)(4) , ubd: 10-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had redness and swelling at the chest extension implant site in november, which led to the patient going to the hospital for examination. In december, the patient had two extensions replaced, which resolved the infection symptoms and the patient was in good condition.